Event description:
A customer located in japan contacted the distributor to report they experienced a no / n2 system leak with their inoflo ds device while a patient was receiving inhaled nitric oxide (no) therapy. The distributor reported that the device was immediately replaced with a backup inoflo ds device. There was no report of patient harm associated with this event. The complaint device was returned to the distributor's service center for investigation. An internal employee performed a service order review for inoflo ds (B)(4). Review of the service order determined that the no / n2 system leak was caused by a shutoff valve failure. As a result, these service order findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident.

Manufacturer narrative:
Reportable malfunction with inoflo (B)(4) was documented and investigated under (B)(4). The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided the device's service logs for review. The device was returned to the distributor's service center for investigation. The service center also experienced the reported complaint of a no / n2 system leak during testing of the inoflo ds device. Further investigation of the device found the leak was due to a shutoff valve failure. As a result, the shutoff valve was replaced, and the device passed all subsequent leak testing. The root cause for the no / n2 system leak was most likely due to a shutoff valve failure. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.